Event description:
The user facility reported that the "sheath broke in the patient's leg" while attempting removal after use. Using a contra-lateral approach, pta of distal sfa, popliteal artery and tibio-fibular trunk was performed. Resistance was encountered at the iliac bifurcation while removing the sheath. Under x-ray the sheath was pulled back further, which caused "perforation" of the sheath tubing and exposure of the inner coil wire. There was no reported complication to the patient on the day of this event. The patient reported pain in the left leg 2-days later. On nov-21, a new x-ray in the area of left femoral puncture site revealed a 2-3cm long portion of the destination sheath with the marker band. Reportedly, the patient will be treated with pta or surgery to remove the detached piece of sheath.

Manufacturer narrative:
Other= non-resorbable material unretrieved in the body. Results-are based upon evaluation of user facility info & returned sample; is based upon evaluation of reserve samples. Conclusions-are based upon evaluation of user facility info & returned sample; is based upon evaluation of reserve samples. The failure investigation was based on assessment of user facility info, the returned sample, and representative retained samples. Visual examination of the return sample confirmed that the sheath tubing had been significantly stretched prior to becoming separated at 2 locations, exposing and stretching the inner coil wire. Retention samples from the reported lot, the previous lot and the subsequent lot were evaluated. Inspection and testing of these retention samples confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description and returned sample appearance are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up. Communication with the user facility is on-going and we will submit a follow-up report when we confirm that the detached section of sheath has been removed.